Manufacturer narrative:
Date of event is unknown. Device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a downstream occlusion. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. D9: date returned to mfg 05/22/2024. One device was returned for analysis. Visual inspection showed scratched lcd lens. Review of the event history log (ehl) showed downstream occlusion. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream sensor. As a result, the downstream sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.